Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument but did not find any instrument malfunction. The cse ran precision testing and quality controls, which were acceptable. The cause of the discordant, falsely elevated ctni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample upon repeat testing on a dimension exl with lm instrument. The sample was initially tested on the same instrument, resulting lower. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension exl instrument, and then again on the original dimension exl instrument, resulting lower both times. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.